Event description:
It was reported that the patient received several inappropriate shocks. During replacement surgery, it was discovered that the rv (right ventricular) and atrial leads were fixed together between the connector and the vein entrance, directly on the insulation. Both leads were removed. No further patient complications were reported as a result of this event, and the patient outcome was reported to be well following the replacement procedure.

Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.